Manufacturer narrative:
A review of the mfg paperwork gas been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
During the treatment of an av fistula, a 9mm x 5cm gore viabahn endoprosthesis device was advanced through an 11 fr. Sheath. The device was successfully positioned. Upon deployment, the entire device expanded except the last 1/2cm of the device, when the deployment line broke. After several attempts, the line was unable to be retrieved. In an attempt to remove the catheter, the device inverted in on itself and the distal olive became detached from the catheter. The pt was transferred to surgery where the device and olive were removed, and the vessel repaired. The pt was fine post procedure.